Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of disabling dyskinesia since receiving a new ins. The patient was programmed to the same parameters as their previous device, however this provoked the disabling dyskinesia. The etiology was listed as related to the device/ therapy and not related to the implant procedure. The patient was reprogrammed on (B)(6) 2019 and the event was reported as resolved without sequela on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Initial description of event did not note hospitalization, although this was noted in initial section. Updated to reflect in both. Updated method code. Method code was added in error. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of disabling dyskinesia since receiving a new ins. The patient was programmed to the same parameters as their previous device, however this provoked the disabling dyskinesia. The event resulted in prolongation of existing hospitalization. The etiology was listed as related to the device/therapy, due to programming, and not related to the implant procedure. The patient was reprogrammed on (B)(6) 2019 and the event was reported as resolved without sequela on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Device information updated as the incorrect serial number was initially reported to medtronic. If information is provided in the future, a supplemental report will be issued.